Event description:
It was reported that during percutaneous transluminal angioplasty procedure, balloon tear occurred. The vascular access was obtained via left femoral artery with a 6f sheath. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced to the lesion over a 0.018inch, 175cm non-bsc guide wire. After inflation the physician found that contrast dye was leaking during angiogram. Upon removal the physician found a longitudinal tear in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).